Manufacturer narrative:
H3: the acist angiographic injection system, model cvi, system serial number (B)(6), was received at acist for evaluation on july 4, 2021. The injection system was functionally tested and met the pre-established specifications. There was no evidence of device malfunction related to the reported event. The instructions for use have been reviewed and no inadequacies were identified regarding warnings, contraindications, and the directions/conditions for the use of the device. Based on the testing and evaluation of the cvi injection system, there was no evidence of device malfunction related to this event. This report is considered closed.

Manufacturer narrative:
The acist angiographic injection system, model cvi, injector serial number (B)(4), was received at acist for evaluation on july 20, 2021. The investigation has not yet started and will be included in a follow-up report to the FDA. The consumable kits used during the event were discarded and the lot numbers are unknown. The cine-angiograms of the event are not available and were not returned to acist for evaluation.

Event description:
During a percutaneous coronary intervention for left anterior descending stenosis and using the acist angiographic injection system, model cvi, the user reported that just after the contrast injection into patient's left circumflex artery, air infusion was observed in the left anterior descending artery (lad). The patient's ECG showed st segment depression of unknown duration. The patient subsequently died on (B)(6) 2021.